Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the doctor reported that the staple lines did not form as expected. Staple legs had a herringbone formation. No functional problem, just did not visually look as expected. The doctor oversewed the staple line. Black reloads with gore seamguard used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. At the time of this submission, the device has not been returned for analysis. A surgical photograph was reviewed and it is believed the inner two rows of staples on patient side did not deploy in proper alignment with the anvil pockets and supports the complication described in the event description.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.